Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator had volume loss without a leak. It is currently unknown if there was patient involvement.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and could not duplicate the problem reported by the customer. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications. As a precautionary measure, the exhaled flow sensor connector was replaced. The fsr performed a complete ovp, verified volumes, pressures and blender. The ventilator was returned to service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.